Manufacturer narrative:
The user was provided a replacement cushion and requested to return the reported cushion to roho for investigation. As of the time of this report, the return cushion has not been received and the tracking number has yet to be activated. Updated investigation will be provided should the cushion be received for evaluation. Manufacturing records indicate the cushion passed all inspections and verifications. This includes overinflation of all four quadrants to ensure each quadrant hold air as expected.

Event description:
Mr. (B)(6) received a new roho cushion. He has been a roho user for several years. Upon the first day of use, one quadrant of the cushion had deflated when he went to get off the cushion at the end of the day. Redness was identified from sitting on the deflated section. Within two days, the redness had worsened to a pressure sore injury, and mr. (B)(6) had to seek treatment from the wound care clinic. A new cushion was provided under the warranty replacement program.